Event description:
It was reported that bd¿ sharps coll 5gal red 1103 vented cap was locked and could not be opened. Customer¿s verbatim: ¿ locked can't open. ¿

Manufacturer narrative:
H.6. Investigation: a sample was provided for investigation. A compliant review was performed by the supplier. A cap locked shut was reported, and the cap should not be locked. In stock product was checked and the complaint was reviewed with all personnel. No issues were found. A total of 1776 pieces were reworked and evaluated with no issue found. No stock found with locked caps. No corrective action was required. The investigation could not determine a root cause and was inconclusive.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps coll 5gal red 1103 vented cap was locked and could not be opened. Customer¿s verbatim: ¿locked can't open.¿